Event description:
Female post partum developed change in condition. Physician ordered EKG monitoring. No tracings were obtained even after the electrodes. Leads, cables, and monitors were changed. All of the electrical equipment was tested and found to be functioning correctly. It was suspected that the adhesive electrodes used were from a bulk package dried out. The pt allegedly suffered permanent brain damage at the time of the event and expired sometime later. It is unknown if the alleged failure of the electrodes is associated with the pts outcome. No one contacted at the facility was willing to provide details of what actually happened at the time of the event.